Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to the ge healthcare.

Event description:
Customer reported that system is displaying a control panel error. No pt injury was reported.